Event description:
It was stated that the customer was hospitalized with ketones and dehydration, with a blood glucose reading of 118 mg/dl. The mother stated that the customer started feeling ill while playing soccer prior to the event. Mother also mentioned customer has been experiencing erratic blood glucose levels while on the insulin pump. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump passed the prime test but failed the high pressure test. Advised that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.